Event description:
Issue with tubing, error message on screen, would not allow zero out, screen flipped back and forth. Opened a new fluent pack which worked to complete the procedure. Manufacturer response for fluid management system, myosure (per site reporter). Formal complaint logged with vendor. Returned product using a kit. Credit will be provided.